Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic umbilical hernia repair with mesh and laparoscopic right inguinal hernia repair with mesh. He had revision surgery 4 years and 9 months post-surgery. The patient underwent a laparoscopic repair of left inguinal hernia with mesh and open repair of right inguinal hernia with plug and patch mesh. The patient experienced pain and recurrence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of umbilical and inguinal hernia. It was reported that after the implant, the patient experienced pain, recurrence, spermatic cord involvement, and dense scar tissue encased spermatic cord structures. Post-operative patient treatment included hernia repair with mesh, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a3, a4, b5, b7, h6(patient code), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of umbilical and inguinal hernia. It was reported that after the implant, the patient experienced pain, recurrence, spermatic cord involvement, abdominal pain, adhesions, and dense scar tissue encased spermatic cord structures. Post-operative patient treatment included hernia repair with mesh, lysis of adhesions, diagnostic laparoscopy, medication, and revision surgery.